Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the surgeon informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that he encountered an error on the erbe unit that halted energy deliver. The energy had been stopped due to an error. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to clear or recover the fault. However, the error happened at the end of the procedure when the erbe generator was no longer needed, so the surgeon was able to complete the procedure as planned.